Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2012 and bsc's advantage fit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia and other: swollen abdomen. It was reported that the patient underwent explant on (B)(6) 2012 due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence concurrently with hysteroscopy with novasure endometrial ablation. It was reported that the patient underwent removal of mesh on (B)(6) 2012 due to stress urinary incontinence, and at this time, boston scientific advantage retropubic sling was implanted. It was reported that the patient underwent evacuation of pelvic hematoma on (B)(6) 2012 that had developed after the implantation of advantage retropublic sling. On (B)(6) 2012, the previously placed midureteral sling was released, completely removed and she had a urethral lysis; and at the time of exploration, the sling was found distal. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.